Manufacturer narrative:
The ft3 iii results from the roche analyzers were considerably above the normal reference range of the assay. The ft3 results from the abbott analyzer were slightly above the normal reference range of the assay. Calibration and qc at the investigation site were acceptable. The sample was requested for investigation but could not be provided. From the information available, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Upon investigation of the patient sample an interference against the streptavidin component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified for elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) between the customer's e801 module, an e801 module used at the investigation site and the architect method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. Refer to attached data for the patient results. The initial results from the customer site were reported outside of the laboratory. The customer's e801 module serial number was (B)(4). The e801 module used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 404623 with an expiration date of jul-2020.